Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. Reportedly, there was moisture/corrosion in the battery compartment. The reporter confirmed there was no damage to the pump casing. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up # 1 ¿ device evaluation: the pump has been returned and evaluated by product analysis on 07/10/2015 with the following findings: the pump case was found to be completely intact; no damage or cracks observed. Both the battery and cartridge compartments were found to be intact; no damage was observed. There was no evidence of moisture observed in the battery compartment. A leak test was performed and no leaks were found. The pump case was removed and no evidence of moisture was found inside the pump. The complaint that there was moisture in the battery compartment was not able to be duplicated during investigation. No defects were found.